Event description:
Difficulty was encountered during the insertion of a drainage catheter preoperatively. The guide wire could not be removed, and the tip of the catheter was sheared off when removal was attempted. The catheter tip remained in the patient. No apparent harm to the patient resulted.